Event description:
A health care professional reported with the description of when tried to insert an iol (intraocular lens), the standard procedure was followed, but the probe glided straight over the iol. Additional information received and stated that the event occured just prior to insertion of iol. The procedure was completed on the same day.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).